Event description:
Caller states that the pt tested 3.7 inr on the device and 6.8 inr on a comparison lab. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.